Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Manufacturer narrative:
The device was evaluated by the returns department which found that the pcb board has no power.

Event description:
The dealer stated the unit is shutting down without an alarm. This is a rental unit, no injury or property damage was reported.

Event description:
The dealer stated the unit is shutting down without an alarm. This is a rental unit, no injury or property damage was reported.